Event description:
It was reported the catheter was being placed into a 91 years old male patient's radial artery. While advancing the catheter, the catheter body broke in half. A small incision was made to retrieve the piece in the patient. At which time, they decided not to place another radial artery catheter. They do no know if this caused a delay in treatment and there was no patient harm, death, or complications reported.

Manufacturer narrative:
MFR control no. (B)(4). Follow-up report will be filed if additional information becomes available.